Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump was delivering insulin when ¿it was not supposed to.¿ the customer's blood glucose (bg) level subsequently decreased to 42mg/dl. Multiple attempts were made by tandem technical support to obtain a pump upload so a log review could be performed; however, the customer did not respond to follow up requests.